Manufacturer narrative:
The results for patient 2 should be documented as >250nmol/l. The same patient sample was tested two additional times with results of 61 nmol/l and 65 nmol/l. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys vitamin d ii assay results for 2 patients serum samples tested on a cobas 6000 e 601 module. For patient 1: the initial vitamin d result was > 250 nmol/l. The same patient sample was tested an additional three times with results of 93 nmol/l, 65 nmol, and 74 nmol/l. For patient 2: the initial vitamin d result was "over" 250 nmol/l. The same patient sample was tested two additional times with results of 61 nmol/l and 61 nmol/l. The results in question were reported outside of the laboratory. The vitamin d reagent lot was 408006 with an expiration date that was not provided.